Manufacturer narrative:
The field service engineer (fse) of the getinge authorized distributor reported that the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that before use on a patient, when the cs300 intra-aortic balloon pump (iabp) was powered on, the screen display flashed, and after that the power went off immediately. The engineer did not find the description of this problem in the service manual. In addition, the screen remained off so they were unable to obtain any information or codes. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. The field service engineer (fse) of the getinge authorized distributor reportedly identified that the datasettes mounted to the suspected main board did not work as well. The fse tested the datasettes by installing them to another iabp unit but still they failed. The iabp unit is currently pending repair. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that before use on a patient, when the cs300 intra-aortic balloon pump (iabp) was powered on, the screen display flashed, and after that the power went off immediately. The engineer did not find the description of this problem in the service manual. In addition, the screen remained off so they were unable to obtain any information or codes. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The field service engineer (fse) of the getinge authorized distributor reported that they have installed a main board, iab datasette, dss datasette and solenoid driver board in to the iabp unit to address the reported failure. After the new boards were installed, the iabp unit worked normally. The fse reported that they planned to return the iabp unit to the customer the following week. No further information was reported.

Event description:
It was reported that before use on a patient, when the cs300 intra-aortic balloon pump (iabp) was powered on, the screen display flashed, and after that the power went off immediately. The engineer did not find the description of this problem in the service manual. In addition, the screen remained off so they were unable to obtain any information or codes. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) of the getinge authorized distributor evaluated the unit. The fse reported that the solenoid driver board had a short circuit and the main board was not working. As part of his evaluation, the fse installed both parts from another unit in order to identify the issue, and the iabp worked properly. However, the repair has not yet been completed or released for clinical use as the fse is waiting for new parts to replace the faulty parts. A supplemental report will be sent upon completion of the repairs. Full event site name : (B)(6). Initial reported full name: (B)(6).

Event description:
It was reported that before use on a patient, when the cs300 intra-aortic balloon pump (iabp) was powered on, the screen display flashed, and after that the power went off immediately. The engineer did not find the description of this problem in the service manual. In addition, the screen remained off so they were unable to obtain any information or codes. There was no patient involvement, and no adverse event was reported.